Manufacturer narrative:
The phacoemulsification (phaco) handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the phacoemulsification handpiece warmed up and had no power during a cataract extraction procedure. There was a five minute delay for the exchange of the handpiece. The case was completed with no harm to the patient.

Manufacturer narrative:
Since submission of the initial MDR and supplemental MDR, additional information received now clarifies that the suspect device is an unspecified part number with unknown serial number. The manufacturer internal reference number is: (B)(4).